Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H2: additional information: d4 and h4.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder decompression procedure, the plastic shaft began to come away from a werewolf flow 90 working end. The surgeon attempted to remove the plastic, but the device did not work following this. No plastic pieces fell into the patient's wound. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: h2: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering is missing a portion of its body, exposing the metal shaft below it and some wires. The cable and saline lines have been cut from the device. The connector was not returned. The unit cannot be tested due to the cut cable. Wand data cannot be taken due to the cut cable. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.